Manufacturer narrative:
D1 (brand name) & d4 (primary UDI number) has been updated. D9 (date device returned to manufacturer). H3 (device evaluated by manufacturer?) Has been updated, since the pi was completed and the physical product was returned thus updated into "yes" h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the placement signal issue is unknown because it could not be reproduced during testing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that since the start of support, the aorta pressure waveform and left ventricle position waveform values displayed on the pump position screen have consistently been too low (less than half the values displayed on the vital signs monitor). Furthermore, while the positioning on the echocardiogram generally appeared to be acceptable, the following alarms continued to occur: low minimum position sensing signal value alarm and suction alarm. There was no patient harm. This report is for the sensing signal alarm for the automated impella controller and an additional report will be sent for the suction alarm against the pump (serial number (B)(6)).

Manufacturer narrative:
D6a and d6b should have been left blank on the initial manufacturer device report.

Manufacturer narrative:
B3 date of event was entered on the initial manufacturer device report.